Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon burst. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did any piece fall into the patient? No. If so, was it retrieved? N/a. Did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.